Event description:
The customer called and reported she was hospitalized with high blood glucose of 501 mg/dl and diabetic ketoacidosis. At the time of this report, customer's blood glucose was 280 mg/dl. Leading to the hospitalization, customer had performed a set changed, vomited, drank a lot of water, and experienced a headache. The infusion set cannula was bent. Customer was treated with fluids and an intravenous drip. Troubleshooting was performed with the insulin pump. During troubleshooting, no other anomalies were found and the insulin pump passed the high pressure test. Customer was advised to change the entire set, reservoir, and insulin.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.